Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone#: (B)(6). E1: reporter phone#: (B)(6).

Event description:
It was reported the customer has issues with the audio and video report in the pediatric emergency department following the passage of cables by the technical services. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt was conducted to confirm if there was still sound present but no further info was provided. The philips field service engineer (fse) went onsite and confirmed the reported issue. He found the nwhw remote speaker kit was defective and needed replacement. The fse reinstalled the audio and video report carryover in the paediatric emergency department following the passage of the cables by the technical services. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker kit. The reported problem was confirmed. The device was operational after the speaker kit was replaced. The device remains at customer site. The investigation concludes that no further action is required at this time.